Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections a2, a3, a4, a5, b3, b6, b7, g4, g7, h2, and h10. On (B)(6)2020 , intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon who performed the da vinci-assisted low anterior resection (lar) procedure: there were no issues with the actual firing of the vessel sealer instrument. The bleeding was noted after the case was completed but before the patient was extubated. Underlying medical problems included advanced age and significant cardiac disease. The surgeon believes the patient had calcified vessels. The surgeon indicated, ¿of note, it wasn¿t the entire ima that was bleeding, just a small part of the sealed edge." The surgeon was unable to provide the operative note or death certificate. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted lar procedure, it was alleged that an endowrist vessel sealer instrument failed to adequately seal the inferior mesenteric artery (ima). As a result, the case was converted to open surgery to stop uncontrolled bleeding. The patient reportedly expired from excessive blood loss the following evening. At this time, the root cause of the customer reported failure mode is unknown. This supplemental report, with additional information collected, is in response to FDA inspectional observations dated(B)(6)2020.

Manufacturer narrative:
Isi has not received the endowrist vessel sealer instrument involved with the reported event. Therefore, the root cause of the customer reported failure mode and intra-operative complication cannot be determined based on the current information provided. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, it was alleged that an endowrist vessel sealer instrument failed to adequately seal the ima. As a result, the case was converted to open surgery to stop uncontrolled bleeding. The patient reportedly expired from excessive blood loss the following evening. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted low anterior resection (lar) procedure, the patient expired. However, the root cause of the patient's death was unknown. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the case which she believes was not recorded on video. The csr was informed of the reported event from the surgeon's partner and the attending surgeon. The surgeon alleged that during the da vinci-assisted lar procedure, an endowrist vessel sealer instrument did not work and failed to adequately seal the inferior mesenteric artery (ima). As a result of the alleged instrument issue, there was uncontrolled bleeding. Due to the bleeding, the case was converted to open surgery. During the open surgery, the surgical staff was able to control the bleeding. It was reported that the patient had coded in the or. However, the csr did not know if the patient coded while the robot was docked to the patient or during the open surgery. Although the bleeding was controlled via open surgery, the patient reportedly expired from excessive blood loss during the evening. The csr did not know if the endowrist vessel sealer instrument was available for return to isi for evaluation. The csr also did not know if the surgical staff heard audible tones or saw tissue effect during attempted sealing attempts of the ima with the endowrist vessel sealer instrument.